Manufacturer narrative:
Transient left face and arm weakness. Subject device was placed without incident, as "no complications listed during the procedure." However, the patient had transient left face and arm weakness the following day. Follow up requests for add'l info have not been successful to date. The reported adverse event is documented in the device directions for use. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn, as there is no device failure. Because the device remains implanted, no evaluation will be performed.

Event description:
It was reported on nov 2, 2007, a stenting procedure to treat intracranial atherosclerotic disease in the basilar trunk under hde (humanitarian device exemption) designation. Pre-procedure stenosis was 97%. Predilation with a balloon catheter was 97%. Predilation with a balloon catheter was performed, followed by implantation of the stent (subject device). "Residual stenosis post-stent placement was 10%. No complications listed during the procedure." The following day, the "... Patient had transient left face and arm weakness ..." Medication was administered. The symptoms resolved without residual effects in 2006, and the patient was discharged home, 4 days post-procedure.